Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm and was shutting down. The customer¿s blood glucose value was 268 mg/dl at the time of the incident. The customer also reported that the insulin pump had a crack at the battery side. The customer had changed the set earlier and got insulin flow block. The customer stated that the insulin pump was exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.